Manufacturer narrative:
One used device sample was returned for evaluation. Visual inspection of the returned device revealed no abnormalities or product faults. Functional testing found the sample to operate as intended. The needle locked into the capture shelf with an audible click, as designed. A review of the device history records revealed no non-conformities during manufacturing. The returned product was confirmed to operate as intended; no evidence was found to suggest the reported event was related to an intrinsic product fault.

Event description:
It was reported that during use the security mechanism could not be activated. No adverse health outcomes resulted.